Event description:
According to the reporter: after operation about 3-4 hours later, csf leakage began. The surgeon found that the sheet separated from dura completely.

Manufacturer narrative:
(B)(4).